Manufacturer narrative:
Product ID: en1dr01, serial# (B)(4), implanted: (B)(6) 2016.

Event description:
It was reported that during post implant check atrial lead under sensing of p waves observed. The atrial lead remains in use and revision procedure planned for re-position and/or replacement. During the atrial lead revision procedure, lead was found to have normal function, re-programming performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.